Event description:
During a hernia procedure, the doctor was using the 9900 electrosurgery generator and the patient's pacemaker stopped beating. The doctor was able to get the pacemaker working again.